Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence? Was there any bleeding? If bleeding occurred, please quantify amount. Were any blood products given to patient? Was there any change to procedure or post-op patient care? What type of procedure was device used on? Did device not fire or not deploy a clip onto tissue? Did device jaws not close, therefore no clip could be applied to vessel? Did device jaws close, but clip would not close on vessel? Was there an unformed or malformed clip applied to vessel? Did any part of cracked jaws of device fall into patient? If so, were all components of device retrieved from patient?

Event description:
It was reported that during an unknown procedure, the device could not clip on vessel. Found crack on the jaw. No patient consequences reported.